Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
Right after an implant was inserted, the reported micro quickanchor suture was cut. With a replacing micro quickanchor, the surgeon completed the surgery with a 5-minute delay. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information received via email from the affiliate on 12-27-2016. Type of procedure is unknown. An additional bone hole was made to complete the procedure.

Manufacturer narrative:
This follow up is being filed to correct date to (B)(6) 2017. It was incorrectly reported on medwatch 1221934-2017-10013, follow up 1 as (B)(6) 2017.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 2 dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).